Event description:
The customer reported that this pt's ventricular lead was capped on (B)(6) 2015 because it was fractured. The atrial lead was electively replaced on the same day as the new system had to be implanted on the right side of the pt. No subsequent device or clinical adverse events have been reported. The ventricular lead was actively implanted for approximately 4 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.